Manufacturer narrative:
Initial.

Event description:
It was reported that after completing a supply change, the user could not access the fill cannula step on the ilet pump, the pump did not prompt for completion of the supply change, and after a restart the pump displayed the insulin cartridge as empty; the user disconnected from the tubing, performed a full supply change, and the insulin units updated successfully, indicating an issue with the device¿s displayed messaging related to the screen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed an incorrect data definition leading to an incorrect on-screen message associated with the screen component. It was concluded, based on previously established findings for similar reports, that the cause was inadequate validation of a design change.